Event description:
It was reported that two stage revision surgery was performed due to pain (beginning 6 to 12 months prior to revision) and an adverse reaction to metal debris. A soft tissue reaction was noted. The devices were originally implanted in 2009.

Manufacturer narrative:
Right hip revision reported via MDR 3005477969-2012-00279.